Manufacturer narrative:
F2203. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and rupture.

Event description:
A healthcare professional reported capsular contracture baker grade IV and rupture for the left device. The device has been explanted and replaced with a non allergan device.

Event description:
A healthcare professional reported capsular contracture baker grade IV and rupture for the left device. The device has been explanted and replaced with a non allergan device.

Event description:
A healthcare professional reported capsular contracture baker grade IV and rupture for the left device.¿ and ¿ on the tale of the left breast persists a heterogenic nodule that is suggestive of ganglion/siliconoma vs foreign body granuloma¿, also reported left side migration of silicone and siliconoma formation over intra mammary lymph node¿ the device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ granuloma: unable to observe since it is not related to the device. ¿ silicone migration: unable to observe since it is not related to the device. Additional observation: ¿ red biological tissue observed. No further actions are required as no manufacturing issues are observed.

Event description:
A healthcare professional reported capsular contracture baker grade IV and rupture for the left device.¿ and ¿ on the tale of the left breast persists a heterogenic nodule that is suggestive of ganglion/siliconoma vs foreign body granuloma¿, also reported left side migration of silicone and siliconoma formation over intra mammary lymph node¿ the device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken-on radius assessed as an unidentified (tear) opening (shell thickness within spec) capsular contracture: unable to observe since it is not related to the device. Granuloma: unable to observe since it is not related to the device. Silicone migration: unable to observe since it is not related to the device. Additional observations: no other observations observed on the device.

Event description:
A healthcare professional reported capsular contracture baker grade IV and rupture for the left device.¿ and ¿ on the tale of the left breast persists a heterogenic nodule that is suggestive of ganglion/siliconoma vs foreign body granuloma¿, also reported left side migration of silicone and siliconoma formation over intra mammary lymph node¿ the device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: no observed, openings on the device. Capsular contracture: unable to observe, as it is not related to the device. Granuloma: unable to observe, as it is not related to the device. Silicone migration: unable to observe, as it is not related to the device. No other observations observed. No further actions are required, as no manufacturing issues are observed.

Event description:
A healthcare professional reported, capsular contracture, baker grade IV. And rupture for the left device. And "on the tale of the left breast persists a heterogenic nodule, that is suggestive of ganglion/siliconoma vs foreign body granuloma". Also reported, left side migration of silicone and siliconoma formation over intra mammary lymph node. The device has been explanted and replaced with a non allergan device.